Manufacturer narrative:
A complaint was received on part number 626, dornhoffer alto total implant, for a broken head during implantation. Upon further inquiry, it was revealed that the surgeon determined that the original sizing of the implant was too long and needed to be shortened. The device was shortened without the provided implant adjuster during which, the head was broken and the shaft bent. Further investigation was taken to review three other 626, dornhoffer alto total implants of the same manufacturing lot. These devices met the specifications. The dornhoffer style ha head with windows has 10+ years of clinical history with grace medical in which no valid product complaints have been received. The physician reported that he did not believe that the device caused or contributed to the patient's condition which required surgical intervention. Additionally, the physician reported that the patient was in good condition post-op with regular post-op course (treatment with tylenol with codeine for pain).

Event description:
It was reported that the device broke while being implanted. The physician reported that the device was too long and needed to be adjusted/shortened. Surgery was completed with a replacement device, but the surgery was delayed.